Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address metal debris in tissue. Update 10/24/2012 - litigation received 10/02/2012 and attached. Complaint changed to legal. Litigation received alleges patient had pain and high concentrations of various metallic elements in blood after asr hip implant. There is no new information that would change the outcome of the investigation. Update rec'd 11/6/2014 - ppd and implant records received. Hip side updated. Dob provided. The stem and sleeve are being added for elevated metal ion levels. This complaint was updated on 12/2/2014.